Event description:
It was reported imaging was performed and lead dislodgement was observed. No other electrical issues were noted. The lead was explanted. The patient was stable before, during and after procedure.

Manufacturer narrative:
Correction: a2- age, d6b - explant date, e1- phone number, g3 - awareness date in previous report should be 3 jan 2023.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.